Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for mitraclip detachment and worsening heart failure. It was reported that on (B)(6) 2018, a mitraclip procedure was performed for mixed mitral regurgitation (mr). The patient presented with dilated cardiomyopathy, an anterior leaflet (a1, a2, a3) prolapse, primary jet at a2p2, secondary jet a1p1, leaflet tethering (p2), mitral annular calcification, and mitral leaflet calcification. Three mitraclips were implanted, reducing the mr to grade 3+. On (B)(6) 2018, the patient was hospitalized for worsening heart failure. Diuretic medications were provided as treatment. On (B)(6) 2019, the patient was hospitalized again for worsening heart failure. Persistent, increased mr was noted along with a detached mitraclip. The part/lot number of the detached clip was not identified. An occluder was attempted to be implanted on the leaflets, however, this treatment failed. The occluder was retrieved with no damage. On (B)(6) 2019, the patient was hospitalized for heart failure due to persistent mr. As treatment, fluid intake was limited and intravenous diuretics were provided. A mitral valve replacement was performed. On (B)(6) 2019, the patient was discharged from the hospital. No additional information was provided regarding this issue.

Manufacturer narrative:
Device codes: 2507 labeled. Internal file number - (B)(4). Corrections: device code 2933 removed. The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lots that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. It should be noted that the reported patient effect of worsening mitral regurgitation (mr) and heart failure, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda), recurrent mr and heart failure could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous medwatch report, the additional information was obtained: the last clip implanted (cds0602-xtr, lot # 80615u172) had detached from the posterior medial leaflet while remaining attached to the anterior medial leaflet. This was observed on (B)(6) 2018. An occluder was attempted to be placed between the clips, however this treatment failed and the occluder was retrieved.